Manufacturer narrative:
UDI: (B)(4). Investigation summary: the device was received and evaluated at the service center. The customer reported an article defect, failures were found with the device upon evaluation, hence this complaint can be confirmed. It was found that the motor was corroded and stuck. The defective motor was replaced to resolve the issue. The device was repaired, modified, tested and found to be working according to specifications fluid ingress into the system and contact with the motor is responsible for the corrosion of the motor. The corroded motor has a tendency to stick and not turn. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 27-feb-2020 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that the handpiece device had an unspecified malfunction. During in-house engineering evaluation, it was determined that motor on the device was stuck as it was corroded. There was no procedure nor patient involvement reported. No additional information was provided.